Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: this complaint is assessed as not related to sterilization. Thus, only non-sterile documents were reviewed with the following result: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device for the complaint condition of breakage during intra-operative bending. The subject device was inspected for conformance to dimensions, examination of fracture surfaces by scanning electron microscopy (sem) and review of manufacturing documents, technical drawings and the raw-material inspection sheet. Examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance. The dimensions of the subject device (as far as measureable) were checked using a digital sliding caliper and were found to be in compliance with the technical drawing of the producer and specifications. Macroscopic examination revealed the plate (subject device) was extremely bent and showed mechanical damages in form of deep notches from the bending tool. Macroscopically matt-gray fracture surfaces are shown. Matt appearance is an indication of ductile fracture behavior. Sem examination revealed the feature surfaces showed signs of plasticity and deformation. These observations showed that the plate failure was caused by overload and excessive permanent bending. According to the device report, the patient had a huge bone defect and the surgeon tried to bend the plate. In conclusion, the implant was subjected to strong bending deformation which led to material failure. Titanium is a material that does not allow excessive deformation at room temperature. Spontaneous fractures can occur if the deformation capability is exceeded or reverse bending is applied. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate broke at the distal part when the surgeon tried to bend it. The surgeon was bending the plate because a huge bone defect was confirmed during surgery. There was no surgical delay was reported and there was reportedly no harm to the patient. This is report 1 of 1 for (B)(4).